Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a device check revealed this pacemaker was operating in safety mode. As a result, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that the device was sent to pathology and will not be returned.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status and initial reporter. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a device check revealed this pacemaker was operating in safety mode. As a result, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.